Event description:
Literature was reviewed regarding clinical and experimental study of structural valve dysfunction (svd) of bovine jugular vein valves.  The study population included 13 patients who were predominantly male with a mean age of 6 years old.  All patients had been previously implanted with a medtronic melody transcatheter bioprosthetic valve and later underwent surgical explantation of the prosthetic valve.  Following explant, the physician/author performed detailed histological and microstructure analysis of the prosthetic valves.  Among all patients, clinical observations included: stenosis, regurgitation, and svd that included characteristics of wear, stent fracture, calcification, leaflet tear, stent creep, or suture-line disruption of the prosthetic valve components.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: moroi et al. Clinical and experimental studies of structural valve degeneration of bovine jugular vein valves: mitigation with polyoxazoline modification. Pediatr cardiol. 2025 oct 8. Doi: 10.1007/s00246-025-04052-8. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.